Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display. The customer states their device quit working and had a blank display. The customer states they tried to change the battery twice, but the device remained blank. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 207mg/dl. The customer states they treated the high with manual injection. Troubleshoot was conducted. The customer was advised that a replacement battery cap would be sent out. The customer was advised to monitor the device, and call back if issues persist.